Manufacturer narrative:
One actual folfusor was received for evaluation. Visual inspection on the unit via the naked eye shows evidence of separated pink coil cap. No signs of separated ¿filling cap¿ were found. The filling cap (fillport cap) was noted to be securely attached to the device fillport. The cause of the separated coil cap could not be determined during the sample analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿filling cap¿ of a small volume folfusor was separated from the device. This occurred before use. There was no patient involvement. No additional information is available.